Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2009; dtba1q1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. There was also a rise in lv lead thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.